Event description:
Boston scientific crm received information that during a lead revision procedure, this pacemaker was dropped on the floor. The device was then removed from the procedure and successfully replaced by a new device. The device was returned with no performance allegations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing noted post-explant resets and dents the device casing. Functional testing revealed the reed switch did not close appropriately unless the magnet was closer than 2.5cm from the casing. With a magnet applied to the serial number side of the device the reed switch closed as expected at an appropriate distance. With a 70 gauss horseshoe magnet, the reed switch closed appropriately at the 2.5cm specification distance on both sides of the device. Analysis conlcuded the noted resets were due to a broken accelorometer component, which was likely damaged when the device was dropped.